Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the dc/dc & standard connectors solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The dc/dc & standard connectors converts the internal dc supply voltage +12 v_unreg into specific dc voltage values for individual subsystems. The reported power error shall be triggered when +24 v supply is below +21.5 v for more than three seconds. If mentioned error occurs during ventilation, it may lead to stop ventilation and audio-visual alarms will be generated. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).